Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The evaluation of the returned pump confirmed damage to the internal portion of the driveline which could have contributed to the alarms and pump stoppage events captured under medwatch MFR report # 2916596-2017-03357. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing; the distal portion of the driveline was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief had been severed at it¿s hardware and the sealed outflow graft was returned with approximately 0.5 inch of graft material. The sealed outflow graft bend relief collar was returned sutured around the outflow graft and bend relief hardware. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portion of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. The outer silicone jacket, bionate cover, and the metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the driveline revealed damage to the insulation of the black and red wires approximately 0.5 inches from the pump nipple housing. The observed damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining sections of the driveline were then submerged in a saline solution for hi-potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. No log files were submitted for evaluation; however, if the exposed conductors of the black or red wires contacted the braided shield while operating on the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and interruptions in pump function captured under medwatch MFR report # 2916596-2017-03357. Such events could have also occurred from a phase-to-phase short if the exposed conductors from the two difference phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2018. Reportedly, there were no device related issues while it was in use. During the manufacturer's investigation of the pump, there was a finding of wire damage to the internal portion of the returned driveline.